Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot #82255934 presented no issues during the manufacturing process that can be related to the reported event additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the luer hub on a 4mm x 15mm palmaz blue on aviator plus stent delivery system (sds) was cracked during preparation and was not used in the patient. A new 4mm x 17mm palmaz blue on aviator plus sds was used as a replacement. There were no reported injuries to the patient. This was during a procedure to treat a 75% stenosed vertebral artery lesion with moderate calcification and mild tortuosity. The device was stored and prepped per the instructions for use (IFU) and there was no damage to the device packaging prior to opening the device. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11 complaint conclusion: as reported, the luer hub on a 4mm x 15mm palmaz blue on aviator plus stent delivery system (sds) was cracked during preparation and was not used in the patient. A new 4mm x 17mm palmaz blue on aviator plus sds was used as a replacement. There were no reported injuries to the patient. This was during a procedure to treat a 75% stenosed vertebral artery lesion with moderate calcification and mild tortuosity. The device was stored and prepped per the instructions for use (IFU) and there was no damage to the device packaging prior to opening the device. The device will be returned for evaluation. The product was returned for analysis. A non-sterile unit of ¿blue/aviatorplus 4x15/142p pkg¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked and was placed on a metallic tray to be inspected. A thorough inspection was performed on the unit observing that the luer hub presents a cracked condition. The stent is properly mounted in the manufacturing state. The ballon was received deflated. No other outstanding details were noticed. Functional testing was performed using an inflator/deflator device attached to the inflation port, positive pressure was applied with the purpose of reaching the rated burst pressure. However, inflation was not possible due to the leakage noted from the cracked area on the luer hub. A microscopic analysis was performed on the luer hub noting a cracked area on hub which presented evidence of fatigue striations. Fatigue striations found on the hub material are commonly associated with separations caused by material tensile overload. Therefore, it is assumed the hub material was induced to a tensile force that exceeded the hub material yield strength prior to the crack noted. Sem analysis was not performed as the damages associated with the crack are visible with the magnification obtained with a vision system. A product history record (phr) review of lot 82255934 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿luer hub cracked¿ was confirmed during functional analysis as a leakage was noted coming from a cracked area on the luer hub of the device. Sem revealed plastic deformations and fatigue striations on the hub of the unit. The hub material was likely induced to tensile forces that exceeded the hub material yield strength. It is likely handling of the product and procedural factors contributed to the event reported. Overtightening is the likely culprit and has been known to cause cracks in luer hubs. According to the instructions for use, which are not intended to mitigate risk, ¿prior to use, the product should be examined to verify functionality and integrity. Prior to use, ensure all devices have been flushed and air is removed from the system according to standard medical practice. Failure to do so could result in air entering the vascular system. Consider the use of systemic heparinization by flushing the device with sterile heparinized saline or similar isotonic solution. Prior to any injection of contrast media or other fluid, ensure air is removed from the access catheter and hemostasis device. Preparation of stent system: a. Remove the inner package from the box. B. Open the inner package and carefully extract the packaging tube with the stent system and the packaging tray containing flushing needle and introducer tube. C. Hold the packaging tube in one hand. With the other hand, gently grasp the hub and carefully remove the stent system from the tube. D. Remove the introducer tube, flushing needle and compliance chart from the tray; discard the tray and packaging tube. E. Inspect the crimped stent for adherence to the balloon. Do not reposition the stent or hand crimp. F. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen. Caution: avoid manipulation of stent during flushing of guidewire lumen, as this may disrupt the placement of the stent on the balloon. G. Attach a three-way stopcock to the catheter¿s inflation port. H. Purge the air from a partially filled syringe and connect the syringe to the stopcock. I. Open the stopcock and induce negative pressure. J. Hold the syringe and proximal end of the catheter vertically with the balloon tip pointing down. K. While maintaining the negative pressure, close the stopcock to the inflation port. L. Remove the syringe. M. To ensure all air is removed from the balloon and inflation lumen, repeat steps h-l. N. Prepare an inflation device with diluted contrast medium. O. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times. P. Open the stopcock to the catheter, the inflation lumen and the balloon will slowly be filled with diluted contrast medium.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.